Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 334 days post-operative of a roux n y gastric bypass, the patient developed severe abdominal pain and constipation. Ileus on CT scan was reported. The patient underwent diagnostic laparoscopy, laparoscopic repair of internal hernia, esop hagogastrojejunoscopy, and laparoscopic cholecystectomy. Intra-operative findings included one unabsorbed suture stitch proximal to anastomosis causing internal hernia and closed loop bowel obstruction. The patient was prescribed medications and was discharged the next day.